Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs7bylr hardware: sm-s938u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their endocrinologist and a dermatologist for an infection that developed at the infusion site (abdomen) while wearing the pod between 4 and 24 hours. The patient reported the site to be swollen and painful with blood and purulent discharge. The patient was diagnosed with a staph infection and treated with oral doxycycline capsules. The patient reported three previous pods had also caused infections however the previous three had cleared on their own with no need for medical intervention. The patient reported that all four infusion sites were left with scars (related cases (B)(4).